Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6) which confirmed that there were no nonconformance, failure, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Event description:
The customer reported two (2) out of five (5) failed samples for american proficiency institute (api) testing for free thyroxine (ft4) on the aia-900 analyzer. The customer¿s api sample 7 failed, result was 5.5 ng/dl (expected range 3.5 ng/dl ¿ 4.9 ng/dl) and sample 10 result was 6.3 ng/dl (expected range 4.1 ng/dl ¿ 5.7 ng/dl). The quality control (qc) was trending high, but within package insert range with the initial calibration and initial testing. In addition, the customer recalibrated on a later date, quality control (qc) shifted down, but still within range. The customer reran the proficiency samples and results were within range; sample 7 result was 3.9 ng/dl and sample 10 result was 4.8 ng/dl. There was no indication of any patient intervention or adverse health consequences.

Manufacturer narrative:
Technical support specialist (tss) followed up with the customer and confirmed the analyzer is functioning as expected. Tss could not determine the cause of the reported event. No further action required by a technical support specialist. The aia-900 analyzer, serial number (B)(6), was installed on (B)(6) 2025. A complaint history review and service history review for similar complaints was performed from installation date (B)(6) 2025 through aware date 28jul2025. There were no similar complaints identified during this searched period. The st ft4 analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ft4, the highest concentration of free thyroxine measurable is approximately 8.0 ng/dl, and the lowest measurable concentration is 0.10 ng/dl (assay sensitivity). Although the approximate value of the highest calibrator is 9.0 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 8.0 ng/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Circulating autoantibodies to t4 may interfere with the free thyroxine measurements. Hormone-binding inhibitors may interfere with the free t4 assay. Heparin may cause in vivo effects in free t4 assays. Blood collection for free t4 assays should not be performed concurrent with administration of heparin therapy. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Drugs which affect the binding of t4 to the thyroid hormone carrier proteins or affect the metabolism of t4 to t3 may complicate the interpretation of free thyroxine results. In patients with severe non-thyroidal illness (nti) in whom the free t4 yields results indicating hypothyroidism, it is suggested that the aia-pack tsh 3rd-gen or st aia-pack tsh assay be run to confirm this diagnosis. Quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. The most probable cause of the reported failed api samples was not determined, cause not established.